Event description:
It was reported to philips that the device gave a blower temp high alarm. This event was reported to have occurred during patient use. The patient was placed on an alternative ventilator. There was no patient harm. The customer spoke with a philips remote service engineer (rse). The customer verified error code 1122 in the significant log. The customer observed the air inlet filter was dirty. The cooling fan was operating fine. Following the evaluation of the device, the customer replaced the air inlet filters and ran the device for 24 hours with no further issues. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
It was reported to philips that the device gave a blower temp high alarm. This event was reported to have occurred during patient use. The patient was placed on an alternative ventilator. There was no patient harm. The customer spoke with a philips remote service engineer (rse). The customer verified error code 1122 in the significant log. The customer observed the air inlet filter was dirty. The cooling fan was operating fine. Following the evaluation of the device, the customer replaced the air inlet filters and ran the device for 24 hours with no further issues. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.